Event description:
It was reported from an eye care professional that a pt developed infiltrates and ulcers associated with contact lens wear. The pt was treated with fluorometholone and the event has resolved. The pt's lens care solution was changed to revitalens. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).